Event description:
A healthcare professional noted that 40 ml of baclofen was ordered. The nurse could only get 25 ml into the pump. They were trying to get 40 ml into the pump. It was reviewed that the patient only had a 20 ml pump. The total amount of drug was removed, and the pump was refilled with 19 ml. They did not think that any drug went into the pocket. No problems were noted. The pump contained gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).